Event description:
Event description cpi received information that upon initial interrogation, prior to use, this ventak mini ii implantable cardioverter defibrillator (ICD) was found programmed to fallback mode (minimal fetures available) rather than storage mode, indicating the ICD had suffered a possible software reset. The interrogation printout showed erroneous data in several fields. The ICD was returned to cpi for analysis.